Event description:
It was reported that the customer's blood glucose went to 412 mg/dl and her insulin pump alarmed with no delivery. Customer stated that she had received three infusion sets that were bent in have. When customer received no delivery, her blood glucose was at 333 mg/dl. It was not possible to troubleshoot the alarm as it had occurred in the past and customer changed set as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.